Event description:
It was reported that the patient was in a surgical procedure and the pacemaker stopped functioning. A manufacturer's representative was called to interrogate the device. Upon interrogation, the device was functioning appropriately; however, there were no strips available to document the reported pacemaker behavior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.